Event description:
Baxter mexico reported a flogard infusion pump with alarm 49. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation was performed on-site by a baxter field service technician and they confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "alarm 49" was confirmed during device evaluation. The root cause was due to damaged batteries, which were replaced to resolve the reported condition.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.